Event description:
Patient a and b samples were tested for hgb and plt on the coulter ac¿t 5diff cp analyzer and erratic results were obtained. Both patient samples were re-tested four times and obtained results were different. Customer considers the final results correct. The erroneous results were not reported out of the lab. Based on available information, there was no affect to patient or user.

Manufacturer narrative:
The specimens were collected into bd vacutainer tubes.qc is run daily, and was run before the event; results recovered within specifications.a field service engineer (fse) was dispatched: the fse replaced wbc diluent and lyse valves. The fse checked and ran reproducibility, startup, and qc.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.